Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that it was found ps1 adjusted to lowest value. Adjusted ps1, performed multiple scans, could not duplicate. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site had stated that they were unable to take any spins or images as they were receiving an error which they had to abort the scan and then reboot the system. No further information was available at the time.